Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 3 reported events were not confirmed. Evaluation results: 1 device was found to be affected by internal corrosion. 2 devices had no device problem found. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 4 previously reported events are included in this follow-up record. Product return status 3 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 1 reported event was confirmed. 2 reported events were not confirmed. Evaluation results 1 device was found to be affected by corrosion. 2 devices had no problem found.